Event description:
Unclear image. Ep lab reviewed. When the catheter was connected, the image displayed was poor. Troubleshooting was unsuccessful. The catheter was removed and a new catheter was used. No injury to the patient.